Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed fault code 27 (encoder fault (> 3000 rpm)) was confirmed in the archive data and during functional testing. The root cause of fault code 27 was the defective integrated encoder gearbox, likely due to defective components. A review of the archive data showed several fault code 27 (encoder fault (> 3000 rpm)) around the reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test before the first compression with fault code 27 (encoder fault (> 3000 rpm)), confirming the reported complaint. The defective encoder gearbox needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during device check, the crew observed that the autopulse platform (sn (B)(6) displayed fault code 27 (encoder fault (> 3000 rpm)). No patient involvement.